Event description:
The reporter stated, that the surgeon was advancing a three piece collamer lens cq2015 and noticed a haptics was tearing in the injector. No patient contact or injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows one haptic is torn off into the optic and is missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.